Event description:
On (B)(6) 2015, the reporter contacted animas alleging an occlusion alarm issue. No additional information was available. There was no adverse event associated with this complaint. This issue is being reported because the alleged issue remained unresolved. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the black box showed several call service occlusion alarms due to high force alarm events. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly; no call service alarms or any other warnings occurred during the investigation. Product analysis was unable to duplicate the occlusion complaint.